Event description:
During a device replacement procedure, insulation damage was noted on the right ventricular lead. The lead was explanted and replaced. The patient is in stable condition following the procedure.

Manufacturer narrative:
As received, a complete lead was returned in two pieces for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any insulation abrasions on lead body. All damage noted to lead body was consistent with that occurring at time of explant.